Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an increase in the recharge time/frequency. Eventually, the ipg stopped communicating with external devices. As such, the patient stopped charging the ipg since it no longer connected. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.